Event description:
Additional information received reported that after implant the patient had discovered he was allergic to internal and external sutures, and his wound did not heal until he got staples put in rather than sutures.

Event description:
It was reported that the patient's system was removed due to infection. The infection was cleared and a new system was implanted.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 37743, serial# (B)(4), product type programmer. (B)(4).

Manufacturer narrative:
(B)(4).